Manufacturer narrative:
Additional information was requested, but not yet available.

Event description:
It was reported that the patient presented in clinic for a follow up with an insertable cardiac monitor (icm) that eroded through the skin and fell out. The device was replaced. The patient was in stable condition.